Manufacturer narrative:
The lot was manufactured between june 24, 2022 - june 25, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to h4: the lot was manufactured between june 24, 2021 - june 25, 2021 (previously submitted as june 24, 2022 - june 25, 2022). H10: should additional relevant information become available, a supplemental report will be submitted.